Event description:
Per the clinic, the patient experienced an infection around the implant side; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 4, 2013.